Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01691, 0001822565-2022-01693.

Event description:
It was reported that the patient underwent a partial knee replacement on an unknown date. Subsequently, the patient was revised on an unknown date. It was reported that the bone cement did not adhere to the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
It was further reported that only the tibial component was revised due to loosening. Therefore, this device was determined to be not reportable. The initial report should be voided.

Event description:
It was further reported that only the tibial component was revised due to loosening. Therefore, this device was determined to be not reportable. The initial report should be voided.